Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. While stapling the rectum, a component broke off the device but did not fall into the patient cavity. The component was the place where the stapler reload loaded to the stapler. The case was completed using anew device. No patient injury.